Event description:
The lead was explanted.

Event description:
The lead was explanted due to impedance measurement anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.